Event description:
The customer reported being hospitalized for high blood glucose and diabetes ketoacidosis. The customer stated that the insulin pump was dropped on the floor and the display was blank. The customer also stated that she had dropped the device many times before. Advised the customer to discontinue the use of the pump and to revert to back up plan of manual injections. The customer requested to have the insulin pump replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.